Event description:
It was reported that a 75 yo female patient, initial ankle implanted on an unknown date, had an inlay breakage. No further information reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d6a/d6b, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. PMA 510k is unknown. The reason for the reported revision cannot be confirmed. Potential contributions of user and patient related considerations to the reported fracture could not be assessed as the devices were not available for evaluation, nor were images or radiographs provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.